Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that a member of the site tripped on the cable into the fusion, causing the tracker to disconnect form the emitter. The system would no longer recognize the tracker. The representative attempted to plug the tracker into other ports without resolution. The error on the tracker stated poor signal. The other trackers plugged in were not having issues. The system was rebooted and the issue did not resolved. The site did not re-register due to dropping their registration probe. The use of navigation was aborted. There was no reported impact to patient outcome and no reported delay to procedure.